Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on unspecified side, device remains implanted.